Event description:
Hcp reported that a medication error had occurred while refilling a pt's pump in 02/2004. The medication instilled into the pt's pump had the pt's correct name on the outside label but a different pt's name on the inside label. The medication error was found while the pump was being filled. The medication was immediately removed. The pt was lethargic following the adverse event. Later, the pt was having a difficult time swallowing and was thought to have aspirated. The pt was admitted to the hospital for observation the next day. A chest x-ray taken at that time showed pneumonia. Later, it was reported the pt had staphylococcus pneumonia. The pt was seen for follow-up in 03/2004 and was reproted to be "back to baseline."